Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, it was going "well until the doctor noticed a difference in the tissue and the patient began bleeding a lot. The bleeding was due to a tear in the fornix. Stitching was used to stop the bleeding. Patient was watched and passed a blood clot several days later and then reported feeling fine after that. The patient did not suffer from high fluid volume deficit since the doctor abandoned hysteroscopy once the problem was apparent." No additional details available.